Manufacturer narrative:
Not returned to manufacturer.

Event description:
A turnpike catheter was used during a patient procedure. During the procedure the turnpike catheter experienced some resistance in a calcified lesion. After torquing the turnpike back and forth, the tip of the turnpike separated. The physician was not able to retrieve the separated tip. The patient had no adverse effects, so the tip was left in the patient.